Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the distal end has two bends (s-curve); one at approximately 50mm and the other at 62mm. Dried body fluid was found on the handle, main shaft and distal end. Dried saline was on the distal end. While manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and the magnetic sensor measurements were within specification. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Noise testing met current device specifications, where peak to peak values were less than 0.4 mv. However, pump related vibrational noise (low frequency) and a larger amplitude, higher frequency contribution was observed in both mini 2 bipoles during ablation. These values were as high as 0.8 mv in the left and straight positions. Tracking issues (reported) were confirmed in all curve positions during ablation. The catheter wanders in the map, with blinking and momentary disappearances. No temperature issues (not reported) were observed during any of the 3 post soak ablation tests. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 2.2054 psi and gross leak psi. Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The lumen pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.0148 psi and 0.0250 psi. X-ray confirmed two bends in the center support. Also found dried fluid debris throughout the distal end cavity.

Event description:
Reportable based on device analysis completed on 12-jul-2019. It was reported that tracking issues occurred. During an ablation procedure for atrial flutter with an intellanav mifi open-irrigated ablation catheter, the catheter disappeared on the system during ablation. It was made sure that there was no metallic interference with the magnetic field. Changing the ablation connection cable did not solve the problem. However, changing the catheter did solve the problem and procedure could be finished without any patient harm. However, device analysis revealed a leak in the cooling lumen that caused fluid to travel into the distal end.